Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with two 275cc mentor memorygel breast implants and experienced bilateral capsular contracture, baker grade 4 (left), 3 (right) postoperatively. The capsular contracture was confirmed with a physical examination. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 19, 2021, mentor became aware that the previously submitted reported contained an erroneous date in section g3. Date received by manufacturer. The correct date is september 30, 2021, not september 30, 2020 as previously reported. Manufacturer¿s reference number: (B)(4).